Event description:
As reported by the user facility: ref # 637-202 serial # (B)(4). Pump failing accuracy testing and over infusing. Display screen is "reading gibberish". MFR ref # 9610825-2013-00254.